Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The personality module audio video (pmav) was analyzed and found error 48100 was confirmed. Visual inspection, no issues were found related to the reported issue. The pmav was installed onto the golden system where both video output leaf (vol)s were not present on laptop apps indicating that the boards were bricked. Upon power up, error 48100 occurred indicating that one of the boards are not functioning properly. The probable root cause can be attributed to the bricked vols.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an electrical defect in the video output leaves (vol)s.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, it was reported that the system encountered error 41800 on startup. Technical support reviewed the error logs and observed that errors 48100 and 48101 appeared. Troubleshooting involved analyzing log entries that indicated recoverable and non-recoverable i2c bus errors on channel 2 (leaf 3) of the personality module audio / video (pmav), which suggested that an external digital video interface (dvi) video device or a dvi cable connected to the pmav may have been contributing to the issue. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module audio visual (pmav) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.